Manufacturer narrative:
Correction regulatory report # 3004209178-2025-02086. Previous reported for malfunction instead of serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they had 11 inactive spinal cord stimulator electrodes that were sticking out and the patient was getting an electrical jolt (unclear if from manufacturer's device) since about 2 months ago. Patient wanted to have the leads removed. Patient said they had asked their healthcare provider to remove the leads during the surgery where the ins was removed, but healthcare provider said not at that time. Patient requested physician listings. An email was sent to the patient to send physician listings. Pt also said they would like to have MRI performed. Pt called back later that day to request physician listings be mailed to them. On (B)(6) 2024 pt called back repeating issue in this case. Pt repeated they still have the old leads implanted (patient now has an ins from a different manufacturer) and they desperately need an MRI, but can't have the MRI with the old leads implanted still. Patient said they are trying to find a doctor to get the old leads taken out, but cannot find anyone who is willing to help them and requested patient services (pss) find them someone to take out the leads. Pss reviewed they were not able to provide referrals, reviewed voluntary listing of doctors, and recommended speaking with their primary doctor. Patient called back and mentioned previous information in this case. Patient got their first implant in 2009 or something like that and everything was fine until they got a new implant and the old wires were leftin. Patient had 13 unused wires or leads and 4 of them had issues. Conflicting information was reported: it was reported one lead corroded and broke in 3 pieces, one was calcified, and one moved and stuck into their muscle. It was also reported 1 wire had corroded, 1 wire had calcified, 1 wire had moved, and 1 wire appeared to be sticking out of their skin. Patient's concern with their wires was that they had a pump device and their leads scared them. Patient had wires and they had concerns in the future. Patient then mentioned their wires were taken out '(B)(6) of this year'. Agent was confused. Agent attempted to clarify and patient confirmed their old wires were taken out because they needed an MRI. Patient wanted to discuss with someone why their leads were corroded, calcified, or why the leads moved. Agent redirected patient to their hcp to address the issue.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they had 11 inactive spinal cord stimulator electrodes that were sticking out and the patient was getting an electrical jolt (unclear if from manufacturer's device) since about 2 months ago. Patient wanted to have the leads removed. Patient said they had asked their healthcare provider to remove the leads during the surgery where the ins was removed, but healthcare provider said not at that time. Patient requested physician listings. An email was sent to the patient to send physician listings. Pt also said they would like to have MRI performed. Pt called back later that day to request physician listings be mailed to them. On (B)(6) 2024 pt called back repeating issue in this case. Pt repeated they still have the old leads implanted (patient now has an ins from a different manufacturer) and they desperately need an MRI, but can't have the MRI with the old leads implanted still. Patient said they are trying to find a doctor to get the old leads taken out, but cannot find anyone who is willing to help them and requested patient services (pss) find them someone to take out the leads. Pss reviewed they were not able to provide referrals, reviewed voluntary listing of doctors, and recommended speaking with their primary doctor. Patient called back and mentioned previous information in this case. Patient got their first implant in 2009 or something like that and everything was fine until they got a new implant and the old wires were left in. Patient had 13 unused wires or leads and 4 of them had issues. Conflicting information was reported: it was reported one lead corroded and broke in 3 pieces, one was calcified, and one moved and stuck into their muscle. It was also reported 1 wire had corroded, 1 wire had calcified, 1 wire had moved, and 1 wire appeared to be sticking out of their skin. Patient's concern with their wires was that they had a pump device and their leads scared them. Patient had wires and they had concerns in the future. Pat ient then mentioned their wires were taken out '(B)(6) this year'. Agent was confused. Agent attempted to clarify and patient confirmed their old wires were taken out because they needed an MRI. Patient wanted to discuss with someone why their leads were corroded, calcified, or why the leads moved. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3998, lot# v233248, implanted: (B)(6) 2009, product type lead. Product ID neu_unknown_lead, serial# unknown, product type lead. Product ID neu_unknown_lead, serial# unknown, product type lead. Product ID neu_unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6) ubd: 31-mar-2013, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 31-mar-2013. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 31-mar-2013. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 31-mar-2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.